Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician was unable to advance the cat6 through the valve of the sheath. Consequently, the distal end of the cat6 became kinked and, therefore, the cat6 was removed. There was no report of an adverse effect to the patient. No additional information was provided.